Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the patient cable of the mobile power unit (mpu) was confirmed via submitted photos. The photos revealed superficial damage to the outer jacket of the patient cable. The mpu (B)(6) was also returned for analysis. The heartmate mobile power unit (mpu), serial number (B)(6) , was inspected at the european distribution center (edc). Tape was observed on connector side of the patient cable. The tape was removed and revealed superficial damage. The underlying wire conductors were not exposed, however, outer layers up until the inner wires were breached. The mpu was connected to ac power and the unit booted up as intended. The unit was functionally tested and passed. The observed damage to the patient cable did not result in any issues or atypical alarms. The patient cable was replaced and preventative maintenance was performed. Provided information indicated that the cable was taped by the vad coordinator. A root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvas, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of damage to the patient cable of the mobile power unit (mpu) was confirmed via submitted photos. The photos revealed superficial damage to the outer jacket of the patient cable. The mpu (B)(6) was not returned for analysis. Provided information indicated that the cable was taped by the vad coordinator. A root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvas, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patients mobile power unit (mpu) had defective insulation at the cable. The cable was taped by the ventricular assist device (vad) coordinator.

Event description:
The rubber encasing of the cable was loose/damaged.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.